Manufacturer narrative:
Programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); extension model 370814 serial# (B)(4); implanted: (B)(6) 2009 explanted: unknown; lead model 399565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown; extension model 370814 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown.

Event description:
It was reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. The patient was able to clear the message and resolve the reported issue. The cause of the event was unknown.